Manufacturer narrative:
The device was evaluated by a zoll approved business partner. The customer's report was duplicated and attributed to the defib receptacle. The defib receptacle was replaced to resolve the report. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, that the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.